Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 44000. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg.: 5/27/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was an error code 44000¿ was confirmed by performing visual and functional testing. The unit displaying error code 44000 upon turning on device which indicates there is an issue with the software. Uploaded the latest version software to correct this issue. Replaced downstream occlusion (dso) seal for preventive maintenance. Performed upstream occlusion (uso)/dso calibration. Unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.